Manufacturer narrative:
(B)(4). An investigation is in process. A follow up report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). Additional information: architect havab-m reagent lot 93794hn00 expiration date and device manufacture date were added. The customer's issue is now associated with remedial correction 2623532-1/4/10-001-c for the architect havab-m reagents. Results: cross contamination was identified as a potential cause. (B)(4). An adverse trend in us customer complaints for architect havab-igm assay (list number 6l21) regarding higher than usual grayzone/(B)(4) results rate was detected on (B)(4) 2009. The investigation revealed the most probable cause for the increase rate of gz/r results is the hav antigen code 26286 which has a reduced potency that affects the architect havab-igm performance. Insufficient active antigen is being coated on the microparticle within the current microparticle manufacturing process resulting in a performance that is characterized by lower calibrator 1 relative light units (rlu) values. As a result, the signal to noise ratio is shifted specially in the negative samples leaving the assay prone for false grayzone/(B)(4) results and increases arch havab-igm assay susceptibility to reagent cross contamination and test system variability. As a preventive measure to protect the integrity of test results, customers were instructed by a product information letter to follow an alternative processing method by segregating all havab-igm samples.

Manufacturer narrative:
(B)(4). Device MFR. Date: in the previous medwatch submission, the device MFR. Date for architect havab-m reagent lot 93794hn00 was incorrectly submitted as 10/8/10. The correct device MFR. Date was 11/24/10 which has been corrected in this follow up submission. Type of remedial action initiated: the type of remedial action taken for this issue has changed from a correction to a recall. Correction: the customer issue is now being associated with remedial recall 3002809144-4/21/11-001-r for the architect havab-m reagent lot 93794hn00. The remedial action number was changed from 2623532-1/4/10-001-c to 3002809144-4/21/11-001-r to reflect the change in site of manufacture for the suspect medical device and it's associated remedial action number, and the type of remedial action taken by abbott.

Event description:
The account stated that a patient sample generated (B)(6) results. A (B)(6) was generated along with a (B)(6). The sample was repeated with (B)(6) result. The account sent the sample to a reference lab. The account is unable to provide the reference lab results. It is unknown whether the true result is reactive or non-reactive. There was no report of impact to patient management.